Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's inline filter, blower and machine flow sensor were needs to be replaced to address the issue. There was evidence of contamination. In addition, air foam inlet filter will be replaced due to preventive maintenance. Based on error 242, the detachable battery has to be replaced. Box g report source (rfb) has been updated/corrected in this report.